Event description:
A male pt underwent aaa repair in early 2009. The pt was considered to have a suitable anatomical form even though the pt has a tortuous and a little stenosis in the left iliac artery. Thrombosis was found at the stenosis. However, the physician judged the pt to be acceptable for zenith placement. The procedure was performed as labeled. An amplatz ultra stiff wire guide was used and the tortuous left iliac became nearly straight. The physician attempted to advance a 20 french introducer sheath to check whether it would advance or not at the stenosis in the left iliac artery. The 20 french sheath was advanced smoothly at the stenosis, therefore, the physician removed it and attempted to advance the delivery system of the main body graft. The delivery system would not advance at the stenosis. The physician exchanged the delivery system of the main body with another MFR's endoprosthesis with an 18 french sheath. The procedure was completed without any problem. The pt did not show any problematic problems after the procedure. Pt's status is unk at this time.

Manufacturer narrative:
Event eval: still under investigation.